Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) had been removed from storage mode 60 days prior to an implant procedure, and that the gas gauge had dropped 1 cm from beginning of life (bol). A guidant technical services (ts) consultant recommended returned the device to guidant. To date, there have been no reported patient symptoms associated with this clinical observation.